Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 14.2 mmol/l and lo (less than 0.6 mmol/l); 15.0 mmol/l and lo (less than 0.6 mmol/l). No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test drum is no longer available.